Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No the hrm task did not grant motor power in reasonable time. Noted during testing. Motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer¿s blood glucose level was unknown. The customer reported that they were able clear the alarm and were able to rewind the insulin pump. The customer stated that the insulin pump passed the displacement test and failed the self test. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.